Event description:
Did transcranial magnetic stimulation. This is a new procedure that uses magnetic pulses on the brain to help depression. Supposed to do 30 session 5 days a week for about 45 minutes. All the research says the only side effects are mild scalp irritation and headache where the magnetic touch the head. After a few days of doing it, I felt sick, nausea, and my depression became extremely worse. I questioned the doctor who said this doesn't happen, never heard of depression getting worse. We kept going and by the 20th session I was so sick and depressed. I had to stop. Plus it became so activated, I could not sleep. I was on no medications prior to doing this. I had to get an emergency visit to a psychiatrist who put me on antidepressants to this day aren't helping. I can no longer take a med. The depression is too severe causing me to hardly be able to move my body. I have chronic pain all over my body. I can no longer do things I used to be able to do. This procedure ruined my life.